Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the patient was transferred to another system, and the procedure was successfully completed using a mobile surgery c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was unable to trigger fluoroscopy. Upon troubleshooting, the fse identified a fault with the wired footswitch, the cable was damaged, causing a short between two wires. This short circuit rendered both the wired and wireless footswitches non-functional. After disconnecting the faulty wired footswitch, the wireless footswitch operated normally. The system was verified for proper functionality and returned to the customer in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.